Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt trunk cable insulation was cut, which caused the belt to fail a hipot test. The root cause for the damaged trunk cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of svc data detected a reportable problem. During servicing, the trunk cable was cut on electrode belt sn (B)(4). The last pt to use this electrode belt did not report any deficiencies.